Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, "prickling and throb", "simple cysts" and folds. Device remains implanted. Healthcare professional reported swelling, "pericapsular fluid," and nodules.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding explant status and availability of product return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, simple cyst and crease/folding of implant.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, "prickling and throb", "simple cysts" and folds. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of capsular contracture, crease/folding of implant, cyst, edema, seroma-late, lump/nodule were reviewed on (B)(6) 2021. The photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.